Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MFR#: 2134265-2010-05426. It was reported that during a percutaneous transluminal angioplasty procedure a balloon rupture occurred. The vascular access site was left femoral artery. The 97% stenosed lesion was located in a severely tortuous and calcified lesion which was below the knee. At first the sterling es otw 2mm x 20mm x 142cm balloon was used as support of the non bsc guide wire. After the guide wire and the balloon crossed the lesion the balloon was inflated once to ten atmospheres and ruptured. The procedure was then continued with a sterling es otw 2mm x 40mm x 144cm. This balloon was inflated to eight atmospheres and ruptured. The balloon was removed intact. A non bsc balloon was then used to complete the procedure. No patient complications were reported and the patient's status is good.